Event description:
It was reported that the stent delivery system (sds) hypotube shaft was broken when it was being introduced into the guiding catheter prior to being used in the interventional procedure. The device was not used in the procedure. There was no reported pt effect. No additional info provided. Additional info rec'd stated that the device was returned with blood present in the guide wire lumen and the hypotube shaft had separated.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned device revealed blood visible on the balloon, hypotube, and in the guide wire lumen, which is consistent with handling and the sds at least partially advanced over a guide wire. The stent was stationary on the tightly folded balloon between the markers with no damage noted. Difficulty inserting the sds into the guiding catheter may be influenced by several factors including, but is not limited to, mfg (stent crimping), stent damage, guiding catheter damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. The stent outer diameters were measured and met mfg criteria. The guiding catheter used in the procedure was not returned; therefore, it is unk how it may have contributed to the reported difficulties. The returned sds was advanced through a new guiding catheter with no resistance noted. The hypotube and jacket material were separated 17cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. There were multiple kinks noted to the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. In this case, it is possible that the sds was not properly supported during insertion into the guiding catheter, resulting the shaft kinking. Further manipulation would have contributed to the shaft separating; however, the ultimate cause of the difficulties inserting the sds into the guiding catheter could not be determined. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this report and all lot release testing met mfg criteria. In this case, a conclusive cause for the reported difficulty inserting the sds into the guiding catheter and hypotube separation could not be determined, however, there is no indication of a product quality deficiency. All stent delivery systems are 100% visually inspected for kinks during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported to their baxter sales representative (bsr) that after spiking an IV bag with an interlink continu-flo 4-way stopcock extension set the solution would not flow. It is unknown where the solution stops flowing. The sets are used with lactated ringers. The condition occurred during priming. There was no patient injury or medical intervention necessary. No additional information is available. This is report 6 of 6 of the same reported problem from this facility.